Event description:
The report stated that during a lateral release for knee surgery the surgeon was using a kneescope. The electrode was inserted into the tissue. As the surgeon pulled back from the tissue, the electrode came out without the tip. The entire blade was reported as missing. X-rays were taken and a magnet was used to remove the disengaged piece. This added a significant delay in the procedure. The pt is reported to be fine and the procedure was successful.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.